Event description:
It was reported via repair work order that the side rail unable to remain latched due to damaged latch spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.